Event description:
A sonogram revealed that right breast silastic ii was ruptured and the left breast silastic ii was thinning and rupture of it was imminent. Doctor's diagnosis was the immediate removal of both silastic ii devices.